Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI:(B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation reveals the distal tip of the anchor is broken, however being held in place by the suture. Hence, this complaint can be confirmed. Additionally, a crack was observed extending down the length of the anchor along the path of the screw thread. The pattern of the screw break along the thread line indicates potential use of excess torsion during insertion. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole. However, the root cause of this specific device failure cannot be conclusively determined. Furthermore, a non-conformance search was performed and no non-conformances were identified for this part number (222296) - lot number (1l39735) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that during a rotator cuff repair the device was broken. The procedure was completed by using a second device with no time delay or patient harm to the case. The device was brand new and first use when the issue occurred. The affiliate reported that there was no further information provided. Additional information received from the affiliate reported that a broken fragment of the device was removed from the patient.